Event description:
Complainant alleged that the clinicians were attempting to treat a pt (age and gender unknown), but the device intermittently shut down. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt was "not resuscitatable". Report number 1220908-2002-00424, documents another separate and different malfunction that occurred with this same device.